Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5 and a coaptation gap. A first clip, a triclip was inserted and deployed on the tricuspid valve. A second clip, a triclip xt, was inserted and deployed on the tricuspid valve. However, difficulties visualizing the clip occurred, and after deployment, the second clip detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). To stabilize the clip, a third clip was implanted, reducing tr to a grade of 3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause of the reported single leaflet device attachment (slda) and poor image resolution could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.